Event description:
I was implanted with essure. Shortly after I started developing many strange issues that for years I never put two and two together until I found e sisters. It has been almost 3 years since the hysterectomy and most of the issues have subsided. But no woman should endure what I did.